Event description:
The customer reported the system displayed an x-ray disabled error message and failed to generate fluoroscopy x-ray. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.